Event description:
It was reported that during a da vinci-assisted pancreatectomy distal and splenectomy surgical procedure, the customer experienced an issue with the master tool manipulator right (mtmr) in which the finger clutch was not working on the right-hand control. The technical support engineer (tse) reviewed the system logs and confirmed error 23031. The tse recommended rebooting the system when surgically possible, and the customer continued with the surgical procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) on the surgeon side console (ssc) due to error 23031. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and installed onto an in-house system where the error was triggered indicating fault on the axis 1, replicating the reported event. The mtm2 was then installed onto a fixture test platform where power up was found to be failing on axis 1. Once testing was completed, the axis 1 motor was applied behavior analysis tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed the axis 1 motor in the mtm.